Event description:
Information received indicates during a preventive maintenance check, the technician found the brake/steer caster continued to ratchet when in brake.

Manufacturer narrative:
The technician isolated the issue to a worn caster. He replaced the brake/steer caster to repair the bed.